Event description:
During baxter device evaluation, failure code 810:04 was identified and determined to be caused by a faulty air in line printed circuit board. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a visual inspection and functional tests were performed. The assignable cause for the failure code 810:04 was a faulty air in line printed circuit board; therefore, the air in line printed circuit board was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).